Event description:
It was reported that patient underwent a replacement procedure due to implant has stopped cycling after 19 years of use. Implant has developed leak in unidentified area of device. No information about the patient outcome is available at the moment.